Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited far r wave oversensing. The rv lead was explanted. The patient was unknown.

Event description:
New information received notes the atrial lead was not explanted and only programming. The patient was in the stable condition.

Manufacturer narrative:
Correction h6: previously should report the health effect - impact code section as unexpected medical intervention instead of additional surgery.